Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level (200-300s mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know what caused the high bg level. During troubleshooting with tandem technical support, there was no damage noted to the cannula and there was no device issue found. Tandem technical support advise the customer to consult with a healthcare provider regarding the high bg.